Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown. The customer stated that during the fill tubing process something was loose and the air kept getting into the reservoir and the approximate size of the air bubbles was bigger than soda pop air bubbles. The customer was advised to use another reservoir and was also advised to that they would like to return the reservoir for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated six open/used reservoirs. Performed pre-fill reservoir test per (B)(4). Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles. Also, performed manual test per (B)(4) appendix g and found plungers easy to release from stopper-plungers.